Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information was not provided by reporter. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: the straight tip t25 stardriver shaft (part number 03.632.400, lot 7794123) was returned broken in a spiral configuration at the tip. Replication of the complaint condition is not applicable. The complaint is confirmed. Excessive bending and torsional forces while re-directing the screw likely caused the driver to break. The t25 stardriver shaft is part of the matrix spine systems. Technique guides were reviewed. The device is indicated for the final tightening and loosening of locking caps. The matrix spine system includes several alternative matrix t25 drivers. A warning note is included to use a calibrated 10nm torque limiting handle for tightening or loosening locking caps. The relevant product drawing was reviewed. The spiral fracture pattern is indicative of excessive torsional stresses. Bending forces may have also been applied to the driver when the user was trying to change the direction of the screw. This coupled with excessive torsional force likely caused the driver to fail. Tests showed that the driver yields at approximately 15nm and shears at greater than or equal to 20nm. The driver is suitable for its intended use when employed and maintained as recommended. No design issues were noted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was undergoing a posterior fusion and transforaminal lumbar interbody fusion (tlif) procedure at l4-l5 and while the surgeon was inserting the screw, the matrix long holding sleeve became slightly unthreaded and the tip bent. Nothing detached from the broken instrument and it did not affect patient status. After initially inserting a screw, the surgeon wanted to back out slightly and change the trajectory of the screw. In the midst of doing that, the t25 straight shaft snapped at the tip. The broken piece was immediately recovered and placed on the back table along with the broken shaft. The broken tip was not located after it went through the wash. When it came time to place the pop-on polyaxial heads, it was noticed that the head placement tool was broken before it was used in the procedure. The tip in the middle of the tool (the fin in the middle of the head) broke off and was missing. It is unknown how or when this occurred, but it was not used in this case. As a result of these events a one minute surgical delay was reported. No patient harm was reported. This is report 1 of 2 (B)(4).